Event description:
It was reported that this pacemaker system exhibited high impedances out of range and noisy signals oversensing in the right ventricular (rv) lead, leading into pacing inhibition, resulting in a syncope episode while walking. The patient felled and hit the head. The patient was instructed to go to the emergency room (ER) for further evaluation. After interrogation, the device was reprogrammed and no more oversensing was noted. The plan is to replace the lead. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high impedances out of range and noisy signals oversensing in the right ventricular (rv) lead, leading into pacing inhibition, resulting in a syncope episode while walking. The patient felled and hit the head. The patient was instructed to go to the emergency room (ER) for further evaluation. After interrogation, the device was reprogrammed and no more oversensing was noted. Subsequently, the rv lead was surgically abandoned and successfully replaced. The rv lead was found to be fracture. No additional adverse patient effects were reported.